Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 152 mg/dl they entered 74 carbs and did not remember what the correction bolus was and it shows blood glucose level was over 400 mg/dl and no carbs entered and not showing a correction for carbs. Customer entered blood glucose 109 mg/dl and 95 carbs and correction bolus of 25 units, blood glucose level was over 400 mg/dl and carbs of 95. The customer¿s blood glucose level at time of incident was over 600 mg/dl, 512 mg/dl and current blood glucose level was 494 mg/dl and entered 149 carbs and correction of 18.9 units for insulin. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer declined to test insulin pump. The device will not be returned for analysis.